Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated and exhibited premature battery depletion. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The complaint was not verified. It was noted that the device failed to communicate. Further analysis was not performed.